Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line which was not reproduced during evaluation. Air in line alarms were verified through a review of the event history log (ehl) and the cause was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing on 05 february 2019 due to a system error 345. Service evaluation verified the system error 345. The cause was identified to be a failed force sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line. There was no known patient injury or medical intervention associated with this event. During evaluation of the spectrum infusion pump once it was returned device it experienced a delayed keypad response. No additional information is available.